Event description:
The device "fell apart" inside the pt during a laparoscopic-assisted vaginal hysterectomy. Another device was opened to complete the case. It was reported that the reloads had pieces of plastic missing 'off the end" and were presumed to have fallen apart within the pt. It was reported one piece was recovered, but that three of the plastic pieces are felt to be missing. Seven reloads were used, all seven recovered, but not intact. Seven reloads will be returned; other lot number not available. One device is being returned.